Manufacturer narrative:
The product was visually inspected under magnification. Under magnification the screw batch number can be identified as 341520 and the hexalobe recess has been stripped. The threading along the shaft is intact and does not show signs of misalignment or damage. Additional mdrs associated with this event; 3025141-2019-00570: plate 1; 3025141-2019-00571: screw 1; 3025141-2019-00572: screw 2; 3025141-2019-00573: screw 3; 3025141-2019-00592: screw 5; 3025141-2019-00593 follow up 1: plate 2; 3025141-2019-00594: plate 3.

Event description:
A patient had a forearm plate implanted in (B)(6) 2017. At some point post op, the plate broke. Revision surgery has been performed.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00570: plate 1, 3025141-2019-00571: screw 1, 3025141-2019-00572: screw 2, 3025141-2019-00573: screw 3, 3025141-2019-00592: screw 5, 3025141-2019-00593: plate 2, 3025141-2019-00594: plate 3.

Event description:
A patient had a forearm plate implanted in (B)(6) 2017. At some point post op, the plate broke. Revision surgery has not been scheduled.